Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury, hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of occurrence was updated from (B)(6) 2022. D1: brand name was updated from perclose proglide to perclose prostyle. D4- part number was updated from 12673-03 to 12773-03.

Event description:
Subsequently to the initially filed emdr, additional information was provided: the reported devices are prostyle devices and not proglides. No additional information provided.

Event description:
Mw #(B)(6). User facility medwatch report received states " stroke patient received tenecteplase in emergency department, then cerebral thrombectomy for ischemic stroke. During right groin sheath removal, perclose closure devices did not deploy three separate times. Angioseal closure device also unsuccessful. Patient received 3 stents to right femoral artery, 4 units prbc (packed red blood cells), 2 ffp (fresh frozen plasma), 1 cryo, and 1 plt (platelet). Intracranial hemorrhage noted during the procedure. Post procedure, patient to nicu with femstop to right groin and md holding pressure to left groin sheath. What was the original intended procedure? :   angiogram,cerebral with thrombectomy. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; ". Through follow up with the account, it was reported that the intracranial hemorrhage was not related to the closure but due to restoring flow to the infarcted cerebral anatomy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices with reported issues referenced in report are filed under separate medwatch report numbers. Attachment: mw #(B)(6).